Manufacturer narrative:
The device was returned due to noise. Electrode 11 read as an intermittent signal. Electrode 12 met specifications for acceptable resistance values with no open or short circuits detected. Further investigation revealed the pellethane tubing was compressed and electrode 11 was displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the intermittent signal and electrode displacement is consistent with damage during use.

Event description:
This report is to advise of a displaced electrode observed during analysis, confirming the reported catheter display issue.